Event description:
The customer reported that the defibrillator would not recognize the m3718a defib pads as being connected to the device.

Manufacturer narrative:
H3 and h6. The factory has not yet received the device for evaluation and this complaint is still under investigation.